Event description:
It was reported that there was a particle in the balloon of a half day infusor. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 03, 2014 ¿ october 08, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 0.20 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.